Event description:
During a cardiac catheterization, a catheter was being placed over a wire. The catheter lodged on the wire and unable to remove. The wire and catheter had to be removed as one forcing a restarted of the vascular procedure.